Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to dislocation, approximately 5 days after the first surgery. The surgeon explanted anchor base and symetric cup ø40+3. The surgeon implanted 135/145° ø40+9 cup and humeris stem size 14.